Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03887. It was reported that the pump started alarming as the patient got into bed at an acute rehabilitation facility. It was not known whether the patient had issues with the driveline and the facility did not attempt to troubleshoot the issue. The patient was brought to the hospital and underwent a computed tomography scan. The patient was given the option to undergo pump exchange or take a chance to restart the pump. The patient chose to restart the pump and was inpatient in intensive care unit, awake, alert and oriented. Log file analysis captured a driveline disconnect and pump stop on (B)(6) 2021 at 22:17:22. It also captured a routine power cable disconnect on (B)(6) 2021 at 16:24:50 while the patient was switched from battery power to the mobile power unit. Log files from new controller showed that the driveline was connected on (B)(6) 2021 at 3:49:26 and that the pump was operating as intended at set speed of 5700 rotations per minute.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline disconnect was believed to be due to human error. The patient's controller was exchanged while the facility was attempting to troubleshoot alarms. The patient was not symptomatic and was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was evaluated following the reported event of unknown alarms. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (B)(6) and downloaded (B)(6) for review. A review of the log files showed overlapping events spanning approximately 14 days (B)(6) 2021 per timestamp). Events captured on (B)(6) would indicate an issue with the system controller. The controller was functionally tested and passed all testing without issue. The system controller was run for an extended period while connected to a mock loop and was able to support pump function for the extended operation without issue. Additional information provided on 12aug2021 stated that the alarming was believed to be due to human error and was due to disconnecting the driveline. The controller (serial number: (B)(6) was exchanged to troubleshoot the alarm. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.